Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a 35mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system, double (was). After the transeptal puncture (tsp) was performed, the tsp wire was removed and the was moved backwards into the right atrium. A second tsp was performed and deployment of a 35mm closure device was attempted. The physician determined the trajectory for closure device implantation was not ideal with the current position of the tsp. A third tsp was performed and was exchanged for a watchman fxd curve access system, single. Deployment of a 35mm closure device was again attempted. Following this deployment attempt a pericardial effusion was discovered. The laa closure procedure was aborted upon the discovery of the pericardial effusion. The patient remained hemodynamically stable for 30 minutes before they became hypotensive. A pericardiocentesis was performed but the patient did not stabilize. The patient was transferred to surgery where a perforation was found on the posterior wall of the right atrium. The perforation was surgically repaired and the laa was ligated. Two days post index procedure the patient had fully recovered and was discharged.